Event description:
Caller reported an empty cartridge alarm and mentioned that their blood glucose level was 550 mg/dl due to the issue. Customer addressed the high blood glucose with a correction bolus via the pump, and there was no third-party assistance required. Additionally, caller noted that the insulin gauge displayed a different amount than expected, which was resolved by loading a new cartridge. Cts educated caller about the cause of the empty cartridge alarm and suggested calling back for troubleshooting if future fill estimate issues occur.